Event description:
It is reported that the customer had high blood glucose levels of 500 mg/dl. The customer treated the high blood glucose with the use of the insulin pump. The customer reported issues with tape of the sensors of the insulin pump not adhering to the skin of the customer. Troubleshooting was done. No additional information is provided.

Manufacturer narrative:
Adhesive anomaly could not be confirmed due to the sensor being opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.